Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the patient experienced hypoglycemia with loss of consciousness and no alerts or alarms for hypoglycemia. The patient provided a somewhat rambling report, with unclear details, and mixing the stories of two events. Someone found him unresponsive and semi-lethargic after he fell to the kitchen floor. The person who found him apparently called emergency medical service (ems) and the patient was taken to the emergency room (ER) around 3:30 in the morning. The bg at the hospital was 31 mg/dl. He stated that he thought the readings may have been off by about 40 mg/dl. No specific cgm values were provided. No treatment information was provided. The patient recovered and was discharged around 11:30 am. At the time of the report, he was still trying to recover from memory loss and confusion. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occured. The patient stated they lost consciousness. They stated their neighbor came to their apartment and found them unresponsive. The neighbor called emergency medical services (ems) adn the patient was taken to the hospital. It was reported that the patient's blood glucose dropped to 31 mg/dl and was verified with a finger stick at the hospital. The patient could not recall if the cgm provided an alert during the time of the event and did not know what the cgm was displaying. No treatment information was provided. The patient stated they were discharged from the hospital around 11:00pm the same night. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.